Event description:
A report was received stating that during use of the device, a leak was observed at the device's air eliminating filter. Additionally, the report states that the tubing had disconnected. It was not specified how or where the disconnection occurred. Additional info has been requested from the reporter. There were no adverse effects to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.